Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis indicated that the allegation against the lead was confirmed based on the observation that two of the tip tines are damaged and partially torn. Although it is not possible to tell when during the attempted implant this damage occurred.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to placement difficulty. The lead did not track at all in the chosen vein. This lead was never in service. No adverse patient effects were reported.